Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin, and remained static at 105 units. Additionally, during the most recent load, cold insulin had been used to fill the cartridge. Recommendation was made to use room temperature insulin per labeling instructions. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer confirmed that the fill estimate began to decrease at a normal rate.